Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical file was provided for review. Review of the clinical file showed the ECG data was divided into three segments. Two out of the three segments were considered non-shockable, the AED 3 correctly displayed "no shock advised." The device operated as designed and within its technological limitations. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.